Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The system was already powered on when the fse arrived onsite. The fse confirmed that the error occurred via the error logs. The fse performed system verification test drive with training instruments with no errors. The fse power cycled the system three times. The fse used customer instruments and accessories (I&a) with no errors on universal surgical manipulator (usm) 3. The fse cycled all customer I&a on usm 3 with no errors. The fse informed the staff and sales team that there was no trouble found. After calling into technical support, the system logs were reviewed and it was found that the installed usm had a history of 26004 errors and was released back into the field. The fse replaced the usm. The system was tested and verified as ready for use. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that prior to starting a da vinci-assisted cholecystectomy surgical procedure, the system was powering up with repeated recoverable 26004 errors on universal surgical manipulator (usm) 3. The technical support engineer (tse) had the caller manipulate the usm in several directions and then attempt a restart, but the system kept faulting with the 26004 error on usm 3. The site was moving the case to another robot until a repair would be made. The procedure was aborted to another da vinci system prior to patient involvement.